Event description:
Rptr's facility has a glucose meter for use in the nursery setting. They were unable to get consistent, reliable readings from the glucometer in the nursery setting; the values would not correlate well with the clinical chemistry analyzer. Documentation of problems started to arrive in the lab in 2/95 of low glucose values in the nursery. Lab glucose values were consistently higher than on those specimen values obtained in the nursery. Documentation kept arriving in the lab until in april when the decision was made to perform a correlation study using the glucose meter and the analyzer in the lab. They correlated fairly well. However, the problem remained that when in use with normal infants they continued to get conflicting results, especially when the values were in the lower end of normal. (*)